Manufacturer narrative:
Pieces of device that were not retained were discarded. Evaluation of the device involved in the incident is not possible. Patient has not reported any adverse symptoms / events due to the issue. Surgeon reported via aesculap sales representative that he does not think retained pieces are going to be a problem. Aesculap sales representative was aware of the complaint before (B)(4) 2009, report to qa, but did not know the incident needed to be reported when it occurred; however, has since been trained on complaint reporting. Aesculap implant systems trend information indicates there has not been another complaint involving this item in the twenty-four months prior to this report. We will continue to monitor and trend for occurrences of this nature.

Event description:
(B)(6) was using the screws in a knee care. Two pins from the set were broken in half when normal pressure was applied. Unable to retrieve broken pieces; items retained in patient. Broken pieces discarded in surgery. No patient injury or prolonging of surgery reported.